Event description:
Cannot confirm rv capture on current egm. Noted thresholds and impedances have been decreasing rapidly. Device was reprogrammed to unipolar, but lead trend changes do not coincide with reprogramming . Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).